Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9, h2, h3, h6. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. All leaflets exhibited creases and imprints. As received, all leaflets appeared partially closed with a gap between leaflets. All commissures appeared intact. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets the capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012054717); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025; product ID l-evolutfx-34 (lot: 0011970002); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a valve replacement procedure in a 76-year-old patient with severe aortic stenosis and significant calcification extending to the left ventricular outflow tract, an infold was observed on the transcatheter aortic valve evfxplus-34 during its opening at 80%. A fluoroscopy of the valve was performed before the procedure, which was normal. The valve was removed from the patient, and a new valve was prepared and successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: three media files were provided for review. The patient¿s executive summary was provided for anatomical review. The patient had an aortic annulus with protruding calcium and a perimeter that measured 83.4 mm with a perimeter derived diameter of 26.5 mm suggesting a 34mm valve. As stated in the instructions for use (IFU), adequate predilatation can help reduce the need for post dilatation and may mitigate the occurrence of infolding. Predilatation is specifically recommended prior to implantation in the following situations: moderate-severe calcification; bicuspid anatomy; size 34 mm valve. No images were provided to confirm the pre-implant balloon dilation. Fluoroscopic valve load inspection was performed and a misload was visible by crown overlap to node 4. As stated in the IFU, if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the misload was not identified and the valve was attempted to be implanted. During the deployment attempt, an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, and removed from the body. New sterile components must be used. It was reported that a new valve was used. Updated: b5, h6 corrected: continuation of d10: product ID d-evolutfx-34 (lot: 0012054717); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a valve replacement procedure in a 76-year-old patient with severe aortic stenosis and significant calci fication extending to the left ventricular outflow tract, an infold was observed on the transcatheter aortic valve evfxplus-34 during its opening at 80%. A fluoroscopy of the valve was performed before the procedure, which was normal. The valve was removed from the patient, and a new valve was prepared and successfully implanted. No patient complications have been reported as a result of this event. Additional information was received that a procedural delay of approximately five minutes occurred as a result of the infold due to loading a new valve. Per the physician, the patient's severe calcification that extended into the left ventricular outflow tract (l vot) from the non-coronary cusp (ncc), and the use of a small balloon (18 mm) for pre-implant balloon dilation contributed to the infold.